Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 1 portion of a foley catheter. Visual inspection noted that the blue stem luer was disconnected from the stem housing, and the sample port housing was cracked. The product catalog number is unknown; therefore, a labeling review cannot be performed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, e, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was found with side-port dislodged and bed linen with urine. No patient harm was reported. Per additional information received via email on 10apr2025, it was reported that the new foley was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was found with side-port dislodged and bed linen with urine. No patient harm was reported.

Event description:
It was reported that foley catheter was found with side-port dislodged and bed linen with urine. No patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.